Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced three insulin flow blocked alarm, which led to high blood glucose level event on (B)(6) 2026. The blockage was in the tubing. The infusion set was in use for one to two hours. The patient's blood glucose level was 421 mg/dl, and the patient was treated with correction injection via multiple daily injections (mdi). The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this will flag on the trips and alerts according to the omqr procedure.